Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes there was under-fill or low draw of a tube with blood this event occurred 400 times. The following information was provided by the initial reporter and translated to engligh. The customer stated: "the tubes are defective or unsuitable. The lab carried out samples for coagulation, opened a new lot of tubes and they do not fill sufficiently. They have been contacted by the laboratory to redo withdrawals." Additional information received 3/17/21: "the problem encountered is the failure to fill the tubes completely, which has seen us repeat the examination x all patients with the filling of the tube by syringe. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes there was under-fill or low draw of a tube with blood this event occurred 400 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes are defective or unsuitable. The lab carried out samples for coagulation, opened a new lot of tubes and they do not fill sufficiently. They have been contacted by the laboratory to redo withdrawals". Additional information received 3/17/21: "the problem encountered is the failure to fill the tubes completely, which has seen us repeat the examination x all patients with the filling of the tube by syringe".